Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2017 arjohuntleigh received a customer complaint where it was reported that during transfer of resident with sara 3000 active lift and sling, resident slipped out of sling. Resident sustained a hematoma on chest as a consequences.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). An investigation was carried out into this complaint. On 13-apr-2016 arjohuntleigh received a customer complaint where it was indicated that during using an active lift (sara 3000) and the sling, the resident released the handgrips and slipped through the sling size m. As a result of the incident the patient sustained hematoma on chest. Unfortunately despite our best efforts, the customer facility appeared to be taking a more restrictive approach, not responding our questions (incl. Device serial numbers, mobility category of resident and circumstances of the event). In respect to this information, this may be a sign that we may end up with some questions unanswered. When reviewing similar reportable events, we have found a number of cases with similar general fault description (slip out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low. It can be established that the lift and the sling, which work together as a system, were being used for patient care when the event took place, and from that perspective the system played a role in the reportable event. No malfunction was indicated within part of the lift device nor the sling that could have caused or contributed to the event. A review of previous complaints, performed simulations and our product knowledge showed that there is no possibility of a person to slide out of the sling during on-label use of the device. Even though the patient were to have their hands let go out of the device arms, the body weight would be still safely supported by the sling. There are few elements which could contribute to a person slipping out of sling, when the following sequence of events occurred (at minimum): the person's arms are placed not outside the sling; the person was not correctly evaluated prior to the transfer; the chest strap is not applied or applied but very loosely (does not adhere to the patient as recommended in sling instruction for use). With the above considerations, and when compared to the information received it was concluded that the most likely cause of the event is that the patient was not being correctly evaluated before the transfer (by a qualified nurse or therapist) and additionally the instructions for use was not followed on several points (multiple use errors), allowing the person to slip out of the sling. The current sling instructions for use (IFU 04.sf.00-int1_2) includes important information concerning proper and safe use of the system (sling and lift together): 1) "the active sling is intended to the patient/resident who has been clinically assessed to correspond to the following categories: sits in a wheelchair, is able to partially bear weight on at least one leg, has some trunk stability, dependent on carer in most situations, physically demanding for carer, stimulation of remaining abilities is important. The right type and size of sling should be used after proper assessment of each resident's size, condition and the type of lifting situation. If the patient/resident does not meet these criteria an alternative equipment/system shall be used". 2) "warning: to avoid injury, always assess the resident prior to use" from our evaluation, it would appear most likely that the event was caused by the user not following the IFU. Looking at the incident scenario, that the arjohuntleigh device was being used for patient handling when the event occurred and it was also directly involved with the reportable incident as the patient slipped out of sling during transfer and sustained hematoma on chest. There was no indication that involved devices were not up to its specification at the time of the incident, as no malfunction was reported regarding the sling nor the lift, that could have caused or contributed to the event.